Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic low anterior resection, two to three staples on the right back side were unformed, and air leaked after dst anastomosis. The donuts were barely created. Additional hand suture was performed to complete the case. The excision position (low/high anterior) is unknown. There was no need for a stoma. The surgeon said that the usability was as usual and there was no problem for the firing and cutting washer. There were no adverse consequences to the patient. The surgeon required to investigate whether unformed staples were from the complaint device or they were (B)(4) which were deployed for the resection of rectum. No further information is available.